Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary , drawer number seven failed and was unable to be opened or recovered through a reboot. The customer stated that this malfunction occurred while dispensing medication to patients . The customer indicated another station was used to obtain medication, which indicates a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer failed. A field service engineer (fse) found that a magnet had fallen out of the inseparable and replaced all inseparables on the drawers in the auxiliary. The fse also replaced two bad rails on drawer 4 and noted that drawer 7 rails had begun to fail. The fse informed the customer about the need for rail replacement. However, the fse did not confirm whether the issue was resolved.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer number seven failed and was unable to be opened or recovered through a reboot. The customer stated that this malfunction occurred while dispensing medication to patients. The customer indicated another station was used to obtain medication, which indicates a delay. There were no adverse events or injuries reported based on this event.